Manufacturer narrative:
Follow-up #1: date of submission 01/25/2016. Device evaluation: the device has been returned and evaluated by product analysis on 01/12/2016 with the following findings:a review of the pump histories indicated that the last basal and bolus deliveries occurred on 11/13/2015. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump successfully completed a rewind, load, and prime sequence. The pump was exercised for 24 hours with no errors, alarms, or warnings occurring. The pump passed delivery accuracy testing and was found to be delivering within required specifications. Unrelated to the original complaint, investigation revealed that the battery compartment was cracked.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a history/settings (inaccurate delivery) issue. Reportedly, the patient had hyperglycemia and the pump was replaced. There were no reported blood glucose (bg) values or signs or symptoms. No further details were provided. Customer technical support made attempts to contact the reporter for additional information and troubleshooting, without success. The alleged bg excursion does not meet criteria for a serious injury. This complaint is being reported based on the allegation of a non-specific pump malfunction. There was no indication that the product caused or contributed to an adverse event.